Event description:
During the procedure, while reaming the femoral neck, the tip of the reamer broke off. The surgeon was unable to retrieve the broken piece, but was able to complete the case. The broken reamer was sequestered by the vendor rep.